Manufacturer narrative:
D10. Concomitant product: 030449, 030449 endo giaii uni ins, (lot#p3f0299) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon heard abnormal sounds while using the device on the tissue that was too thick, and the cutting was laborious. The staple and the anastomosis were not closed. To resolve the issue, another handle and reload were used.